Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed was due to defective video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the device evaluation found that the rear panel was shocked, and the serial digital interface output connector was damaged and bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center connector is faulty, there is interference when connected to a camera. This issue was found during a diagnostic cystoscopy procedure. The procedure was completed using another similar device. There was no delay in the procedure or harm to the patient. The device was returned for evaluation. During the device evaluation, no image was shown without an error message being displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.